Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient was medically treated at a non-cochlear implant center (treatment type unknown). No further information will be provided. This is final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial paralysis and nerve damage. The recipient is a non-user of the device.